Event description:
New information received notes that the right atrial lead and left ventricular lead were both explanted on (B)(6) 2022, and will be returned for analysis.

Manufacturer narrative:
The reported event of unspecified over-sensing was confirmed. As received, only the distal portion of the lead was returned in one piece. Visual examination found one full breach insulation degradation on the distal region exposing the outer coil, and the inner insulation was found to be breached exposing the inner coil due to external forces. The cause of the reported event was isolated to the exposure of the inner coil in the abrasion zone.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead exhibited oversensing. The patient's left ventricular lead was dislodged. Both leads were capped and replaced on (B)(6) 2019. Related manufacturer reference number: 2017865-2019-16832.